Manufacturer narrative:
A recall has been initiated for this device and is currently in progress. The second MFR is no longer an approved source for this device. Engineering dept has performed an investigation into the product failure mode for this device and has concluded that the failure occurred due to an unanticipated material incompatibility between the bottom part of the adaptor and the extension. The solvent used to join the adaptor and the extension tubing did not create a bond with enough durability to maintain a connection over an extended period of time, resulting in a separation between these two parts. H.2 the correction to this report is that it was numbered incorrectly., the manufacturer's report number should be 2518902-1998-0052.

Event description:
Catheter was secondary access because his graft had healed. He died in his sleepp when his adaptor disconnected. He was a tuesday, thursday & saturday pt. The adaptor initially separated several weeks ago and the pt put it back together and presented at the unit & asked the nurses to tape it. The dialysis unit did not have the replacement adaptors in their inventory. The nurse just reinforced the tape on the extension and sent him home. On thursday he came back and again the adaptor was checked and taped. The sister unit in the area had extensions but they were not contacted for any for this pt.